Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate shock was delivered during svt (supraventricular tachycardia) via remote transmission. When the patient presented at the follow up in clinic, the programming changes were made. The patient was stable.